Event description:
New information was received that indicated that the right ventricular lead had also exhibited high capture thresholds.

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to dislodgement. Fluoroscopy imaging was performed to confirm the dislodgement. The physician elected to explant and replace the lead. The patient condition was stable.

Manufacturer narrative:
The reported events for failure to capture and inadequate capture were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.